Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5043550) in (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Consumer reported she was ok at first, after essure insertion, then in 2014 she began her period, it was very heavy, with lots of clotting and cramps something terrible. She reported she would not stop bleeding and then, also in 2014, she was hospitalized to receive a blood transfusion. Her blood count was 6.4; and she had severe breakouts because she was allergic to the nickel, which she was unaware, she did not have a nickel test nor was warned. She also reported an infection in her cervix and it was not (B)(6) (understood as (B)(6)), she had a green discharge because her body was infected. She was still bleeding nonstop. She finally got the devices removed via hysterectomy on (B)(6) 2014. She mentioned as prescribed medication levothyroxine 300mcg and otcs vitamin b12 and vitamin d. Ptc investigation result was received on 20-aug-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after essure insertion, she began her period. It was very heavy with lots of clotting. She wouldn't stop bleeding. She had severe breakouts because I am allergic to the nickel. The first reported event is serious due to hospitalization and the second one is serious due to medical importance. These events are listed in the reference safety information for essure. During essure micro-insert therapy abnormal genital bleeding and menses pattern changes may occur and also, allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this case, the events occurred after essure insertion. She had her devices removed via hysterectomy. Considering the positive temporal relationship and given their nature, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident due to performed surgical intervention. Additionally, other serious events (unrelated) and non-serious events were reported. Based on the available information, there is no reason to suspect a quality deficit of the product. Further information is being sought.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on (B)(6) 2017: reported now from lawyer: essure implanted for permanent contraception, removed with hysterectomy and bilateral salpingectomy (method specified), newly reported event "severe abdominal pain", all events considered related to essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after essure insertion, she began her period. It was very heavy with lots of clotting. She wouldn't stop bleeding. She had severe breakouts because she is allergic to the nickel. She also experienced severe abdominal pain. A hysterectomy and bilateral salpingectomy, removing essure coils was performed. These events are anticipated in the reference safety information for essure. During essure micro-insert therapy abnormal genital bleeding, menses pattern changes and abdominal pain may occur and also, allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this case, the events occurred after essure insertion. Considering the positive temporal relationship and given their nature, a causal relationship between these events and essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, other serious events (unrelated) and non-serious events were reported. Based on the available information, there is no reason to suspect a quality deficit of the product. Upon receipt of follow-up information, this case became legal. Thus, further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 19-nov-2015: the required number of follow-up attempts have been completed, with no response to date.